Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with damage at the back side of the pump and a possible over delivery of insulin. The customer reported a blood glucose value of 35 mg/dl. The customer was treated with two candies, one chocolate bar, and apple juice. The event involved product(s) mmt-1884l, mmt-243a, mmt-332a, mmt-7040a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported low blood glucose event. The customer has used the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage and the pump would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 08-mar-2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.97 mv). Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Cosmetic damage confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.